Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that cannot boot up, as exhibited by diagnostic code 1012 (air valve liftoff failure). No patient involvement.